Event description:
New information noted that the lead revision procedure was performed on (B)(6) 2021. It was observed that the lead was fractured and unable to be extracted. The lead was capped and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that a dependent patient complained of dizziness. Upon review of the remote records, the right ventricular lead exhibited noise that caused pacing inhibition. The impedance of the lead had increased but was still normal. Programming changes were made. Lead revision was planned, but not scheduled. Patient was stable.